Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek; however, it is not known if it will be received within the 30 day reporting requirement, therefore, depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.

Manufacturer narrative:
The complaint device was received and evaluated. Visual observation under magnification revealed no anomalies on the active tip. There was saline residue in the suction tube indicating the device had been used. The electrode was connected to a vapr vue generator and all correct default settings were made available. The generator was set to maximum power for ablation and coagulation modes and activated in saline successfully indicating that the device was fit for function at the time of use. The electrode was tested several times to ensure continuity of function. The reported failure cannot be confirmed and we cannot determine what caused the user to experience reported problem. A batch record review has been conducted and the results indicate that this batch of product was processed with one unrelated incident with no link to this complaint and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed two similar and one dissimilar complaint for this lot of devices. At this point, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Surgeon used new electrode after 2 electrodes was showing output short and there was no compromise in surgical outcome. As 3rd new electrode was used and surgery went on smoothly. This extended the procedure 40 minutes. Additional information from the affiliate (B)(6) 2014. The electrodes were newly opened one time for use and were checked at the time of surgery. We had to shut down vapr 3 generator every time for at least 5 mins and again plug in for every electrode at the time of surgery due to such issue happened surgery was delayed by 35 to 40 mins. Arthroscopy is a skilled surgery and requires lot of patience when the scope is inside the joints so such issues delay the surgery time. See associated medwatch # 1221934-2014-00343.

Event description:
Surgeon used new electrode after 2 electrodes was showing output short and there was no compromise in surgical outcome. As 3rd new electrode was used and surgery went on smoothly. This extended the procedure 40 minutes. Additional information from the affiliate (B)(4) 2014 - the electrodes were newly opened one time for use and were checked at the time of surgery. We had to shut down vapr 3 generator every time for at least 5 mins and again plug in for every electrode at the time of surgery due to such issue happened surgery was delayed by 35 to 40 mins. Arthroscopy is a skilled surgery and requires lot of patience when the scope is inside the joints so such issues delay the surgery time. See associated medwatch # 1221934-2014-00343.